Manufacturer narrative:
H6: investigation: one photo sample was provided to our quality team for investigation. Through visual inspection of the sample, a leakage past the stopper ribs was observed. There was no visible damage or molding defects noted in the syringe that could have caused the leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 1911298, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 1911298 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was identified. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the reported lot and not issues were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text: see h10.

Event description:
It was reported that dinutuximab leaked from the bd plastipak¿ concentric luer lock syringe piston during use. The following information was provided by the initial reporter, translated from french to english: "during the reconstitution of a chemotherapy (dinutuximab), leakage of liquid through the piston: risk of exposure to the product and loss of an expensive product. There were no consequences for the patient, because we detected the leak in time and manufactured a new syringe. No exposure to a dangerous product because it happened in the isolator enclosure, i.e. With gloved personnel in a controlled atmosphere. No change of treatment, just a very expensive loss of product."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dinutuximab leaked from the bd plastipak¿ concentric luer lock syringe piston during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the reconstitution of a chemotherapy (dinutuximab), leakage of liquid through the piston: risk of exposure to the product and loss of an expensive product. There were no consequences for the patient, because we detected the leak in time and manufactured a new syringe. No exposure to a dangerous product because it happened in the isolator enclosure, i.e. With gloved personnel in a controlled atmosphere. No change of treatment, just a very expensive loss of product."